Event description:
Allegedly, after a procedure to address nasal epistaxis was completed, the doctor noticed a 4x4mm superficial burn to the external area of the nose. The burn was treated with antibiotics and pt's condition is good.

Manufacturer narrative:
The doctor noticed the burn after the procedure; he used 3 of the (B)(4) during procedure and so did not know which one was used when burn occurred. All three (B)(4) bipolar forceps were tested on the quad tech sentry 30 hipot tester, two of which passed and one failed. The failure is caused by a nick in the insulation on the lower part of the handle. It is possible that user did not notice insulation breach when he started using it.